Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. The analyst noted that the atrial capture management trend shows minimum threshold was 0.25 volts the week of (B)(6) 2014 and had increased to 1.625 volts by the week of (B)(6) 2014 and then to greater than or equal to 2.5 volts by the week of (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited increased pacing threshold. An x-ray photo of the patient's chest was taken, in which the ra lead appeared to have dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product. 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.